Event description:
It was reported that the leadless implantable pulse generator (ipg) had increased thresholds. It was noted that the thresholds had normalized at a later device check. The device remains in use. The patient was a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.